Manufacturer narrative:
G4: 11feb2020. B4: (B)(6)2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen was unresponsive and could not be calibrated. The unit also declared a low inspiratory pressure alarm. The fse replaced the touchscreen and the gas delivery system (gds) and issues were resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4 28may2020. B4: 28may2020. The gas delivery system (gds) was returned for failure analysis. A visual inspection revealed no anomalies. During testing, it was determined that the unit failed due to air flow sensor component (u1) drifting out of specification. The unit did pass pressure testing and the low inspiratory pressure reported was not observed during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/31/2020.

Event description:
It was reported that the unit's touchscreen was out of calibration. It was also reported that the unit declared a low pressure oxygen filter outlet message. There was no patient involvement.